Manufacturer narrative:
(B)(4). This follow-up is to relay additional information. The temperature for the storage condition of the product has been communicated it's 20°c. The temperature for the operating room condition has been communicated it's 18°c. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the cement was flaky and not pasted as usual. No known adverse event was reported.

Manufacturer narrative:
(B)(4). This follow-up is to relay additional information. The following sections were updated : b4, b5, g3, g6, h2, h6, h10 1 complaint on cement paste consistency was recorded on the batch since ever, and 10 complaints on cement paste consistency were recorded on the reference from jan 01, 2018 to jan 10, 2022. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cement was flaky and not pasteus as usual. No known adverse event was reported. The current report corresponds to the (B)(4), ref (B)(4), lot az36ag2701, product name optipac 40 refobacin bone cement r-3.

Manufacturer narrative:
This is a combination product. (B)(4). Report source, foreign, health professional - event occurred in (B)(6). The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the cement was flaky and not pasted as usual. No known adverse event was reported.